Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Fire department personnel were transporting a patient who had obvious hypoglycemic symptoms. The reading of the accu-chek system was 440 mg/dl and emergency services decided to postpone dextose administration. At the hospital, the patient was tested with other smgb meter (name of product not provided) and result was 40 mg/dl. Materials are not available for investigation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.